Manufacturer narrative:
According to the field, the device is still at the hospital and will not be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information provided from the field indicated surgical intervention was performed and the device was explanted. No adverse patient effects were reported.